Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed a number of analysis attempts that did not complete as they occured during a pads lead fault state. The device requires a valid impedance and a good signal in order to analyze. Once the iimpedance and signal are recognized, the device log shows evidence that an analysis performed. There are a number of factors that can result in an inability to analyze which include a poor connection between the electrode pads and the patient's skin. Problems with the pads, adaptor or multifunction cable. This device passed all testing with the customer's multifunction cable. However, the CPR adaptor was not returned and tested as part of this investigation. Analysis of reports of this type has not identified an increase in trend.